Event description:
It was reported the patient noted a power on rest (por) condition. The patient tried to recharge and planned to work with the manufacturer's representative if recharging was not successful.

Manufacturer narrative:
(B)(4).